Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the vh-4000 device was beeping. The harvester and reporter noticed that the blue toggle was stuck at "on" and did not spring back to neutral. Once they realized this, the harvester manually returned the toggle to neutral after each activation and the case was completed with no pt effects. The case took about 1 hour. The device has been discarded.